Event description:
It was reported that t:slim x2 pump battery would not charge despite use of working wall outlet, tandem charging cable, and tandem wall adapter, and customer later reported power source alert aftercompleting troubleshooting steps. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapter and charging cable without success, confirmed pump did not shut down, and chose to receive replacement pump due to safety concerns, while planning to use multiple daily injections as backup; technical support arranged replacement pump shipment.